Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On august 8th 2016, the patient contacted lifescan (lfs) alleging that their one touch verio iq meter had displayed an apply sample message ¿ sample not drawn in. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged product issue first occurred on (B)(6) 2016. The patient reported that she manages her diabetes with insulin (self-adjuster) and reported taking food and or drink as part of her usual diabetes management routine as a result of the alleged product issue. The patient stated that she immediately developed the symptoms of ¿finger hurts¿. The patient denied receiving any treatment. At the time of troubleshooting the cca noted that it was the first time the subject meter was in use, the patient followed the correct testing steps and was using the correct test strips. However, the test strip did not completely draw in the blood sample, therefore the issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.